Manufacturer narrative:
B4:02aug2021. Further investigation of the complaint led to the finding that there's no product malfunction. The customer was looking for preventative maintenance. This is not a reportable event.

Event description:
The customer reported 2-system down unknown. The device was not in clinical use. There was no patient or user harm was reported.